Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the right ventricular lead was oversensing triggering inappropriate shock episodes. Programming changes were completed. No further intervention took place. The patient was stable.

Manufacturer narrative:
Correction: component code was added to h6.